Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Cts reviewed the cartridge load instructions resource cartridge fill requirements with the customer to ensure proper load process is being performed. The customer was able to reload their cartridge for all issues that occurred before contacting cts. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.